Event description:
It was reported that the ventilator generated alarms for high pressure. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated alarms for high pressure. Our field service engineer investigated the ventilator on site. The expiratory channel printed circuit board, the air gas module and the expiratory valve coil was replaced and returned for technical investigation. Simulated test use of the returned expiratory channel printed circuit board and the expiratory valve in a ventilator passed the performed pre-use check. No abnormal found during ventilation for 24 hours. Testing of the returned the air gas module passed the pre-use check. During ventilation for 24 hours, the machine alarmed for paw high, expiratory minute volume: high and o2 concentration: low. During ventilation mode the machine is delivering wrong o2 concentration in which it is set on 60% but the machine deliver 23%. After the ventilation, the pre-use check performed failed the pressure transducer test, breathing safety valve test, flow transducer test and the patient circuit test. The conclusion was that there was major drift in the delta pressure sensor at zero pressure which caused the reported issue. This fault in the pressure sensor can give rise to faults in the pre-use check and during ventilation high pressures and volumes, as well as higher oxygen concentrations than set.

Event description:
Manufacturer's ref: #(B)(4).